Manufacturer narrative:
Eval: investigation: the event sample was returned and visually and functionally tested for leakage. Visual investigation found that one end of the heat exchanger tube was bent. Functional testing revealed that it was difficult to connect the set because the heater exchanger tube was bent. The fluid properly flowed through the set but a noticeable leak was observed at the bottom of the heat exchanger that came from the fluid warmer machine because the tube did not properly contact the machine port due to the bent tube. Review of lot specific mfg records could not be performed as the user facility did not retain the lot number of the device. The customer was asked if the unit was pretested per the instructions for use (IFU) and they had not. They were asked when the o-rings were last changed or lubricated and they had not changed or lubricated the o'rings. Instructions for use supplied with the fluid warmer has a "warnings" section for the operator's manual for the level1 fluid warmer which identifies: "do not bend, heat exchanger bending may damage inner metal tube, serious pt injury could result". In addition, the fluid warmer unit has a symbol located in the area where the heat exchanger is mounted identifying: "do not bend heat exchanger". Per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to not install easily. There are two labels on the fluid warmer where the o-rings are located stating; lube o-rings. Use siliconde grease.